Event description:
It was reported that patient was revised on a left hip due to periprosthetic fracture. It was noted that only the head was removed during surgery.

Manufacturer narrative:
The sales rep confirmed that the stem remained implanted. Only the head was removed. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remained implanted.